Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Insulin pump had broken battery cap, cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl . Customer also reported that they had blood glucose 500 mg/dl. Troubleshooting was performed. Customer was treated with manual injection. The insulin pump will be returned for analysis.